Event description:
A customer report was received by baxter-australia concerning an elastomeric device observed to be involved in an alleged overinfusion incident during patient use. The device was filled with 1500mg of vancomycin and 0.9% nacl for a total fill volume of 240 ml. The customer¿s expected duration of infusion was 24 hours. The device infused in 18 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 11, 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reporting facility. A batch review has been conducted by the manufacturing qa group which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.